Event description:
It was reported that this left ventricular (lv) lead was not in good position and exhibited high pacing threshold. This lead was explanted and replaced. No additional adverse patient effects were reported.